Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observation: ¿ yellow biological tissue observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a left side deflation and removal of textured breast implant due to the patient¿s concern with the product. Device has been explanted and not replaced.

Event description:
Healthcare professional reported, a left side deflation. And removal of textured breast implant, due to the patient¿s concern with the product. Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety, product/procedure.